Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to duplicate the reported event as the touchscreen display turned on and was responsive to touch. The fsr found the dc light emitting diode was not working on the membrane. After replacing the membrane and overlay, the fsr performed the operational verification procedure. The fsr reported the unit passed all tests and runs according to manufacturer specifications and proceeded with preventative maintenance of the device.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the field service representative (fsr) has been dispatched for evaluation and repair. Once a final investigation is completed, a supplemental report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is freezing up and is not responding. The customer performed troubleshooting but the issue was not resolved. The customer reported there is no patient involvement associated with the event.